Event description:
This event involved a male patient who experienced a change of power source in the controller when the battery was at 50% or full capacity 11 months after heartware lvad implantation. The batteries were removed from the patient and a new battery was supplied. There were no injures associated with this event.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. These included clinical event, visual & functional testing and non-conformance material record (ncmr). Thorough external visual inspection of the batteries revealed no signs of physical damage, contamination or loose parts inside of the device. Review of conformance material record confirmed that the batteries met all requirements for release. Functional testing on 3 of the 5 batteries returned revealed a defective cell pair capable of reaching an under voltage condition that is likely the cause of the reported premature power port switching described. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. *this is one of three reports (3007042319-2013-00137, 3007042319-2013-00138 and 3007042319-2013-00139) submitted for devices related to the same event.